Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a med watch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the patient to another room where the physician completed the procedure without further incident. Customer provided no further patient and procedural information, other than to say the patient is fine. No reported injury.